Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed faulty flow sensor pt4 located on the analog board. The service technician replaced the analog board and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported model lap top ventilator 1150 alarmed transducer (xdcr) fault. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.